Event description:
It was reported while testing for sars-cov-2 false positive results were obtained. Customer reported confirmatory testing would be performed, however, what type and results have not been reported. Multiple attempts have been made to obtain additional information, however, the customer has not responded. (B)(4).

Manufacturer narrative:
Investigation: the complaint investigation for discrepant result when using biogx sars-cov-2 osr for bd max system (ref 444213) lot k20-504 was performed by the review of the manufacturing records and verification of complaints history. The investigation was conducted by bd and biogx since data analysis has revealed that the biogx sars-cov-2 osr kit was tested along with bd max exk tna-3 lot 0259558. Review of the manufacturing records of bd max exk tna-3 lot 0259558 indicated that lot was manufactured according to specifications and met performance requirements. Biogx review of the manufacturing records indicated that k20-504 lot shows acceptable performance characteristics. The customer reported false positive results on the samples performed on ct0418 in run 8268. This run did not contain any control. New patient samples, as well as controls, were performed in the subsequent run and based on what the customer has reported, no positive result was obtained. The udp settings were verified by the customer and the result logic parameters were set in accordance with the biogx sars cov-2 package insert instruction for use. According to the complaint text, the customer was supposed to repeat the samples, but no additional information was received since, even though the customer was contacted multiple times. Moreover, no data was provided for the investigation. Therefore, bd was unable to further investigate the issue. There is no indication of an increase in complaints for discrepant result for biogx sars-cov-2 osr lot k20-504. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed.

Manufacturer narrative:
Eua# (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing for sars-cov-2 false positive results were obtained. Customer reported confirmatory testing would be performed, however, what type and results have not been reported. Multiple attempts have been made to obtain additional information, however, the customer has not responded. Eua# (B)(4).